Event description:
It was reported that the flexible reemer broke in half when drilling femoral tunnel. Broken pieces were removed from the patient. No patient injury reported.

Manufacturer narrative:
One 4.5mm flexible endoscopic drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill has broken approximately mid-point of its length. The proximal end of the drill was not returned for evaluation. There are no material voids at the break area. Examination of the drill heads primary cutting edge showed they are dull and worn. No root cause related to the manufacturing process can be established.